Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce the reported issue. The defibrillation electrodes were not returned to physio-control for evaluation. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their customer's device would not recognize its defibrillation electrodes. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.